Event description:
Following a diagnostic procedure during which both arterial and venous sheaths were used, an angio-seal device was placed and hemostasis was achieved. The patient was ambulated four (4) hours following the procedure, at which time the development of a hematoma was noted. A femostop device was applied, and hemostasis was again achieved. The next day the hematoma had resolved, and the patient was discharged from the hospital with no sequelae.